Manufacturer narrative:
The customer reported that the feeding set was dislodged. There was a leak noticed. There was no patient harm reported (patient 4 of 5). A device history record (DHR) review was not performed due to an unknown lot number reported. Product code and failure mode complaint history and trending reviews performed identified no related adverse trends or the reported device was not returned for evaluation as it was discarded by the customer; however, a photograph was provided of the reported product. Visual inspection of the photograph confirmed the customer report of detached component. A probable root cause for the confirmed detachment could be backup pressure exerted on the peristaltic pump section, which caused the silicon tubing to disconnect. This product is manufactured/designed to disconnect, as a safety feature, to prevent excess pressure being exerted onto the patient. This safety feature may have been activated in order divert pressure away from the patient to the peristaltic pump section. Additional action will not be taken at this time. Complaint trending will continue to be monitored and associated data will be fed into the risk management system.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the feeding set was dislodged. There was a leak noticed. There was no patient harm reported.